Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined and no device failure could be identified. The information provided indicates that there was bleeding. Bleeding is a known complication of ligation procedures. The potential complications in the instructions for use state: "those associated with gastrointestinal endoscopy include, but are not limited to: hemorrhage." In an event of bleeding, the instructions for use advise the user: ¿repeat ligation process as needed. Note: more than one ligation band for each varix may be required to control acute bleeding. If more bands are required, remove endoscope and attach a new device. Note: an average of 3 to 4 ligation sessions may be required to obliterate varices.¿ prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl) procedure, the physician used a cook 6 shooter saeed multi-band ligator. The bands were deployed, but unfortunately the next day the patient presented bleeding but has recovered and is now stable. Another of the same device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient required an additional ligation procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.